Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the cooler heater unit took a long time to re-warm the patient. There was a very minimal delay while re-warming the patient. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no blood loss or no adverse consequences to the patient.